Event description:
Consumer in (B) (6) returned a bottle of complete multipurpose solution easy rub formula after noting it was discolored. It was unknown how long the bottle had been opened. It was about 1/2 full when received by the manufacturer. No pt injury was reported.

Manufacturer narrative:
Complaint sample failed chemistry and microbiological evaluations. Retained sample from same lot met product specs for both chemistry and microbiology.